Event description:
Customer reportedly received results of 341 mg/dl and 45 mg/dl within 10 minutes on the aviva system. Low blood glucose symptoms were reported with these results. Customer was able to self treat with two big glasses of orange juice; he tested 115 mg/dl 15 minutes later and low blood glucose symptoms had improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.